Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported failed downstream occlusion test which was not reproduced. A review of the event history log identified multiple downstream occlusion messages. The reported condition was not verified. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. The event occurred during testing at biomed service department. There was no patient involvement. No additional information is available.